Manufacturer narrative:
The device will not be returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No qualification records could be reviewed as no product lot number was reported.

Event description:
The customer reported that the pod worked fine for the first day and a half or so, but then her blood glucose began to rise. She removed the device after less than two days when her bg had reached 350 mg/dl. She stated that the cannula was bent.